Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pacemaker was extracted on the left side due to an eroded pocket. A new system was implanted on the right side. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.